Event description:
Boston scientific received information that the patient has a history of atrial fibrillation. Holter monitoring found that the chronic right ventricular (rv) lead was undersensing the low amplitude r-waves. An interrogation was performed which confirmed the undersensing and also found stored ventricular tachycardia (vt) episodes of oversensing due to myopotential noise. The rv lead threshold measurements were noted to have slightly increased since the previous interrogation. The patient is not pacemaker dependent. Subsequently the output was increase from 3.5 to 4v and the sensitivity was left programmed to 1.5 mv as there were no patient symptoms. Additional information was received that six and a half months later the right ventricular (rv) lead exhibited a low impedance measurement of 200 ohms and was still undersensing the low r-waves. Attempts to adjust the sensitivity were unsuccessful. Subsequently the rv lead was surgically abandoned and a new lead was implanted. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.